Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the buttons on their device were not responding when pressed. The customer advised that the ECG could be seen on the display, however the buttons on the device where not functioning. The device was reset by removing the batteries from the device and reinserting. This event occurred during training. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that the buttons on their device were not responding when pressed. The customer advised that the ECG could be seen on the display, however the buttons on the device where not functioning. The device was reset by removing the batteries from the device and reinserting. This event occurred during training. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.